Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving ¿inaccurate¿ high readings from her adc freestyle libre sensor. It was further reported that approximately one week prior to calling on (B)(6) 2018 she received a sensor reading of ¿hi¿ (a reading greater than 500 mg/dl) and administered ¿extra insulin¿ in response to the reading and subsequently lost consciousness. Customer was taken to a hospital where a reading of 2.6 mmol/l (47 mg/dl) was received on a hcp device. Customer was treated with an intravenous infusion of dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving ¿inaccurate¿ high readings from her adc freestyle libre sensor. It was further reported that approximately one week prior to calling on (B)(6) 2018 she received a sensor reading of ¿hi¿ (a reading greater than 500 mg/dl) and administered ¿extra insulin¿ in response to the reading and subsequently lost consciousness. Customer was taken to a hospital where a reading of 2.6 mmol/l (47 mg/dl) was received on a hcp device. Customer was treated with an intravenous infusion of dextrose. There was no report of death or permanent injury associated with this event.